Event description:
The pt reported blood glucose at 571 mg/dl with extreme thirst and emesis. She reported that she delivered a 20 unit correction bolus and her blood glucose decreased to 364 mg/dl. The pt stated that she removed the cartridge and discovered insulin in the cartridge compartment. She said that the lure lock was secure; the leak appeared to be at the bottom of the cartridge. The pt stated that she used about four cartridges from the same box without issue.

Manufacturer narrative:
The cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed and fluid was observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.